Manufacturer narrative:
Received 1 silicone catheter. The reported event was unconfirmed. Per the visual inspection, no obvious defects were found. No manufacturing defects were observed. Per the functional evaluation, the returned sample was inflated with air and deflated without problems. Then the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe. The catheter was then deflated without difficulty by itself using a syringe. No occlusion and/ or leaks were found. The notch perforation was observed to be completed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities." (B)(4).

Event description:
It was reported that the balloon could not be inflated as the user injected the water into it with the syringe. This event occurred prior to use and the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon could not be inflated as the user injected the water into it with the syringe. This event occurred prior to use and the catheter was replaced.